Manufacturer narrative:
A review of the manufacturing and sterilization records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: delivery and deployment events, endoprosthesis: improper placement; occlusion of device or native vessel.

Event description:
On (B)(6) 2008, this patient underwent endovascular treatment for a distal aortic arch aneurysm and was implanted with a gore® tag® thoracic endoprosthesis. During deployment of the endoprosthesis, the left common carotid artery (lcca) was unintentionally covered and a bare-metal stent was implanted in the lcca to restore blood flow. Final angiography revealed an endoleak originating from the left subclavian artery. The procedure was concluded and the patient will be monitored by the physician. On (B)(6) 2008, during a post procedure follow up, the patient was diagnosed with an infection of the right groin and cardiac failure. Antibiotics were administered to the patient to treat the infection and diuretics were administered to address the cardiac failure. On (B)(6) 2008, post procedure follow up determined the right groin infection and cardiac failure had resolved. On (B)(6) 2009, the patient consulted a neurosurgeon and was hospitalized to treat cerebral bleeding. There were no further follow-ups reported for the patient.